Event description:
Drive devilbiss healthcare was notified of a complaint involving a pressure prevention mattress where the provider reported that the mattress is "not getting firm enough and the patient is bottoming out and developing wounds." The patient required wound care services by a physician. The product was returned to drive and the investigation is not yet complete.